Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2017 with the following findings: a review of the black box showed, the user had utilized the basal program. The pump was returned with the basal program set to 0.625 units per hour at 00:00, 0.550 units per hour at 03:00, 0.900 units per hour at 07:00, 0.675 units per hour at 19:00. The basal change history appeared to be inconsistent with the current basal program due to the user manually changing the basal rate. The basal setting for (B)(6) 2017 was 0.625 units per hour at 00:00, 0.550 units per hour at 03:00, 0.8.75 units per hour at 07:00, 0.675 units per hour at 19:00. The basal segment at 07:00 was manually changed back to 0.9 units per hour on (B)(6). The last basal delivery was on (B)(6) 2017. The last bolus delivery was a 1.15 unit ezcarb normal bolus on (B)(6) 2017 at 17: 54. A basal edit not saved alarm was recorded on(B)(6) 2017 at 21:44 and (B)(6) 2017 at 13:47, indicating that the user attempted to edit the basal rate but did not select save. No hypersensitive or stuck keys were found. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a two unit per hour basal rate, and at the end of testing the basal history correctly showed two units and the total daily dose showed 48 units. No alarms or interruptions occurred during the testing. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The total daily doses added up correctly and reflected the user's programmed basal rates. The complaint was unable to be duplicated. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose was 45 mg/dl with cognitive impairment. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s basal delivery settings were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history did not match the active programed basal rates. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.